Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 9:00 pm with a high blood glucose level of 600 mg/dl. The customer stated that they felt nauseous and was vomiting prior to the hospitalization. The customer stated that they kidneys began shutting down. The customer called for assistance to update the settings on their insulin pump. The customer did not mention any form of treatment for their blood glucose levels. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.